Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of oekg checked the subject device but could not duplicate the reported phenomenon. Since the subject device was manufactured more than 15 years ago, omsc was unable to confirm the manufacturing history (DHR) of the subject device. Based on the report of the service department of (B)(4), omsc considered there was the possibility this phenomenon was attributed to poor communication between the subject device and video processor due to the temporary adhesion of dirt and dust to the electrical contacts of the connector. If additional information is received, this report will be supplemented.